Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of the e315 error message was not confirmed, however a b30 error message occurred due to fluid invasion inside the scope connector. The reported issue of the air valve was leaking was confirmed. There was gas leakage from the venting connector. The light guide tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic enteroscopy, the evis lucera elite colonovideoscope presented a e315 error message (no image) when being used with the evis lucera elite video system center. Additionally, the air valve was leaking. The intended procedure was completed with a similar device with no surgical delay. The patient was not under anesthesia. No patient harm reported. This report is to capture the reportable malfunction of the e315 error message (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress or the like causing a leakage to occur, then water invaded the device and electrical components were broken. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.